Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board need to be replaced to address the issue. No repair was performed. The unit will be scrapped.